Event description:
It was reported that the pulse generator exhibited intermittent capture and high pacing threshold. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information notes the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).